Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: the single port (sp), 6 mm extended range, force bipolar instrument was analyzed and upon visual inspection was performed and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The bumper test was performed and passed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the jaws of the single port (sp) extended range force bipolar instrument failed to open while clamped on vascularized tissue. No system errors were generated during the event. The stop button and release knob were completed without success. The surgeon ultimately pulled on the sp force bipolar instrument which tore the grasped tissue causing significant bleeding. The total amount of blood loss was reported to be 300ml and was resolved with cauterization combined with suturing. No blood transfusions were required. As a result of the alleged issue, the surgical procedure was delayed by more than 30 minutes. The instrument was inspected prior to use and no abnormalities were found. The instrument was reported to not be in strong grip mode at the time this event occurred. No system errors were observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.